Event description:
It was reported that three stents were implanted into pt for sfa stenting approx four months ago. Recently it was discovered that flow was not that good. After x-ray it was found that there was thrombosis. Dr tried to salvage by doing an angioplasty. He managed to restore the blood flow, but is not sure how long this will last.

Manufacturer narrative:
This is being reported because this device is the same or similar to one that is marketed in the united states. The sample remains implanted, therefore a sample eval could not be performed. With the info received to date, the result of the investigation is inconclusive and the root cause is unk. This is the same pt as manufacturer report no 9681442-2008-00151 & 9681442-2008-00152.